Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the .csv log files and details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 28-feb-2021 / serial #: (B)(4) / UDI #: (B)(4). D9: no. H4: mfg date: 03-feb-2020. H5: no. H6: patient ime code(s): e2402; h6: imf code(s): f02, f08; h6: img code(s): g04035; h6: FDA device code(s): a07; h6: FDA method code(s): b21; h6: FDA results code(s): c21; h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited several controller fault alarms, it was noted that the batteries ran out of power through out the night and emergency medical systems were not called in, the ventricular assist device (vad) was off for approximately four hours. The next day the patient was in the emergency room where he subsequently died.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - b5.desc evt problem investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was historically known to be non-complaint. It was stated that the patient's cause of death was heart failure as the patient ultimately died due to the vad being off.

Event description:
It was further reported that the patient "let their batteries run dead and decided to do nothing about it."

Manufacturer narrative:
A correction supplemental report is being submitted for the battery information and also for additional event details. Additional information has been requested regarding the battery serial numbers, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: / catalog #: / expiration date: / serial or lot#: UDI #: d9: no h4: mfg date: h5: no h6: patient ime code(s): e2402 h6: imf code(s): f02, f08 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: / catalog #: / expiration date: / serial or lot#: UDI #: d9: no h4: mfg date: h5: no h6: patient ime code(s): e2402 h6: imf code(s): f02, f08 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad), the controller, and two batteries were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported controller fault alarm and ventricular assist device (vad) stopped events could not be confirmed. Information received from the site indicated that the patient expired due to the ventricular assist device (vad) being off. It was further reported that the patient let their batteries run dead and decided to do nothing about it. Based on the available information, a possible root cause of the reported controller fault alarm and ventricular assist device (vad) stopped event may be attributed, but not limited, to the patient allowing the batteries to deplete leading to a vad stopped, as described in the event details. Additional products: d1: controller d4: (B)(6), h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d1: battery d4: unk h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d1: battery d4: unk h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.